Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: unknown if the device was implanted. D6b: explanted date: unknown if hte device was explanted. E3: occupation: pa. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that all steps were taken when deploying the angio-seal in the right femoral artery (rfa); however, the device came out of the artery. The anchor did not lock and catch the puncture site. Manual compression was held and no complications reported. The type of procedure being performed was a pre-evar hypo embo. The patient was stable. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 16jun2025: the procedure sheath size used was a 6 french. A pre deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no stenosis, plaque, calcium present around the insertion site.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated, in rear lock position. The anchor is visible in the distal tip. The device is set to forward lock, deploying the anchor. The device is reset to rear lock, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor and collagen. The device is disassembled, and the carrier tube is cut to reveal the tamper tube is present. The complaint can be confirmed for a nondeployment device pullout. The device was returned with the anchor present and was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).